Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels rose above 30 mmol/l (540 mg/dl) and was vomiting while wearing the pod between 4 and 24 hours. The patient was treated with insulin and fluids utilizing intravenous therapy. The patient was discharged after 2 days. The pod was removed and discarded at the hospital.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.